Manufacturer narrative:
Device passed self test and displacement test. All buttons function properly. No damage noted to keypad assembly and connector on electrical board 1 was locked properly during visual inspection. However, device received with corroded electronic assemblies. The following were noted during visual inspection: cracked case near the corner of belt clip rails, cracked keypad overlay, and cracked case on the battery tube side.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump did not respond to any button presses anymore. Customer changed the battery and tried putting the insulin pump in storage mode but issue was not resolved. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.